Event description:
Reportedly, the skin stapler within the custom procedure pack is not functioning properly and the staples are not holding. Total of thirteen pts were involved, approx one-half required readmission for observation although no medical treatment was performed. One add'l pt was required to have the incision re-stapled, the incident occurred prior to discharge from the hosp.